Event description:
It was reported that the patient with this pacemaker presented to the hospital due to a fall. The health care professional (hcp) wanted a review of presenting electrogram (egm). Technical services (ts) reviewed the reports and noted that there appears to be a timing issue that may look the egm look odd. It was noted that a premature atrial contraction (pac) was blanked out and an atrial pace came in at the same time of an intrinsic ventricular signal that caused the ventricular pace to be delivered. The device remains in use. No adverse patient effects were reported.